Manufacturer narrative:
(B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a0504, patient problem code: f26.

Event description:
It was reported by customer that the bxt pig1260t that was defective. The hub where the needle comes out was leaking and sucks air (supposed to be a closed valve). Verbatim: rcc received a complaint via email. Email(s) attached. Item: (B)(4), quantity affected: (B)(4) ea, serial/lot number: (B)(6). Reported issue per customer: 3/19/2024 xxxxxx reports that they had 1 ea bxt pig1260t that was defective. The hub where the needle comes out was leaking and sucks air (supposed to be a closed valve). Lot #0001548326, exp date 2026-01-31. Customer has sample to send in. Injuries or adverse event: no.

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: one catheter and veress needle was provided to our quality team for investigation. Through visual inspection, we were unable to recreate the failure, fluid was drawn through the veress/catheter assembly, and no leaking was observed; therefore, the reported failure could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001548326 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported by customer that the bxtpig1260t that was defective. The hub where the needle comes out was leaking and sucks air (supposed to be a closed valve). Verbatim: rcc received a complaint via email. Email(s) attached. 3/19/2024 xxxxxn reports that they had 1 ea bxtpig1260t. Reported issue per customer: 3/19/2024 xxxxxx reports that they had 1 ea bxtpig1260t that was defective. The hub where the needle comes out was leaking and sucks air (supposed to be a closed valve). Lot #0001548326, exp date 2026-01-31. Customer has sample to send in. Injuries or adverse event: no.